Manufacturer narrative:
Evaluation update: in addition to the malfunctions identified in the initial report, reliability engineering also determined that the adaptor had oscillation in the attachment coupling part. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the drill-attachment device was deformed and bent. It was further determined during the pre-repair diagnostics assessment that the device failed for check unintended oscillations. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Incorrect lot number: the device lot number provided by the reporter in the initial report was incorrect. The lot number has been updated from 9114824 to 3455231. The device manufacture date was updated as jun 15, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.